Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, several hours after insertion the red hub started leaking blood at the red plug. The pump remained on for support for a day and was then explanted. Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event for the patient's demise noted use of the impella device cannot conclusively be associated with the [death] outcome.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. No clinical details provided were sufficient to determine a root cause. This report is being filed as part of a retrospective review of historical records.